Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. Except for one 40-minute period, insulin dosing was paused by the user from 2024-07-31 at 11:53 pm until 2024-08-02 at 4:20 pm. The resume insulin alert was appropriately triggered throughout this period. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by the failure of the user to maintain the device to ensure continuous insulin delivery by not replacing their infusion set when it fell out as well as leaving insulin dosing paused for an extended period. Having the device volume set to "off" may have contributed to the severity of the event.

Event description:
On 8/2/2024 a ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user was admitted to the hospital due to hyperglycemia after their ilet pump was dropped, causing the infusion set to rip out. The user did not have a replacement infusion set available, leading to prolonged hyperglycemia with a peak bg level of 665 mg/dl. The user started feeling unwell and was driven to the hospital, where they were admitted and treated with an IV drip. The user experienced vomiting and constipation. The user was released from the hospital on (B)(6) 2024 and resumed using the ilet on 08/06/ 2024. They reported feeling better following their discharge.